Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece. Visual examination found two full breach outer insulation degradations adjacent to the connector boot that exposed the outer coil. All the other damage noted is consistent with procedural damage.